Event description:
Patient tested on the suspect device with an inr result of 5.1. The lab inr was 1.01. Tests performed prior to surgical procedure. Controls were not run. The device was replaced and requested to be returned for evaluation.